Event description:
It was reported that a cartridge alarm 20 was triggered. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to put the pump into storage mode and acknowledgment of this was confirmed. Technical support decided to replace the pump, and a replacement was sent to the customer with instructions for returning the faulty pump using a pre-paid label. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery while waiting for the new pump.